Manufacturer narrative:
Additional information: a4, b1, b2, b5, e1, e2, e3, g2, h1, h6.

Event description:
New information received notes the patient presented with syncopal events due to right ventricular (rv) lead oversensing noise and fracture. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. No changes were reported. The patient status was unknown.